Manufacturer narrative:
After review of the system by a field service engineer, it was determined that the issue was the detector tilt and a broken component. The detector tilt was corrected with the replacement of internal boards, as well as the broken internal component was replaced. The system was calibrated and confirmed to be working. The patient was confirmed to have no injury or harm due to the event.

Event description:
It was reported by a customer that they had the system in an angled position and moved the system arm to rotate clockwise with a remote. When attempting to stop movement of the arm, the movement continued and collided with the patient's wheelchair. No injury or harm to the patient was reported.